Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a pericardial effusion occurred. A versacross connect access solution was selected use for watchman left atrial appendage closure. It was mentioned that difficulty was noted during transseptal puncture, multiple buzz was required to cross the septum with rf wire. Once the 27mm watchman flx pro laa closure device was released, an effusion sweep was performed. A 1cm pericardial effusion was noticed. Blood pressure dropped slightly and protamine was administered. Blood pressure stabilized, and thickening on echocardiography imaging around the aorta was noticed. A pericardiocentesis tray was opened and physician performed a pericardial tap to treat the effusion. Approximately 170cc of bright red blood was drained from the pericardial sac. The patient was monitored for 15-20 minutes, and all vitals were stable, and no acute bleeding was noticed. Patient was sent to the intensive care unit (ICU) to spend the night. The patient remained stable and was discharged the next day. As per the physician pe most likely occurred during trans-septal puncture using versacross connect. Product return is not expected. It was further reported that no damage was noted on the versacross device nor any difficult patient anatomy was noted. The echo imaging was not optimized to appreciate how much wire was tenting. Transseptal puncture was attempted and completed prior to noticing the pericardial effusion. Radio frequency was applied three times to cross the septum. Pericardial effusion location was unknown, however, pericardial effusion was noticed after watchman device was released and prior to removing access sheath from left atrium.

Event description:
It was reported a pericardial effusion occurred. A versacross connect access solution was selected use for watchman left atrial appendage closure. It was mentioned that difficulty was noted during transseptal puncture, multiple buzz was required to cross the septum with rf wire. Once the 27mm watchman flx pro laa closure device was released, an effusion sweep was performed. A 1cm pericardial effusion was noticed. Blood pressure dropped slightly and protamine was administered. Blood pressure stabilized, and thickening on echocardiography imaging around the aorta was noticed. A pericardiocentesis tray was opened and physician performed a pericardial tap to treat the effusion. Approximately 170cc of bright red blood was drained from the pericardial sac. The patient was monitored for 15-20 minutes, and all vitals were stable, and no acute bleeding was noticed. Patient was sent to the intensive care unit (ICU) to spend the night. The patient remained stable and was discharged the next day. As per the physician pe most likely occurred during trans-septal puncture using versacross connect. Product return is not expected.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.